Event description:
Nephron pharmaceuticals corp received a report of a device malfunction on (B)(6) 2014, associated with the use of the ez breath atomizer. The pt reported that the atomizer failed to produce an aerosol mist despite cleaning the atomizer according to the manufacturer's instructions and changing the batteries. The pt required that nephron refrain from contacting him concerning followup questions; therefore, no additional information is available concerning the nature of the malfunction, medical harm, or the pt's past medical history.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Herewith the closure report as attachment, the root cause of this compliant has been identified as the waterproof washer is not assembled at the correct position.